Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with a saline mentor breast implant of unknown type and suffered from bilateral rippling, moving around, wrinkling. As a result, the patient had undergone removal and replacement with mentor gel breast implants on (B)(6) 2005. This medwatch is for the right breast implant.